Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). As the device was not returned for evaluation, the analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation include manufacturing, patient morphology/pathology and user technique. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot-specific product quality issue. The investigation was unable to determine a definitive cause for the reported slda. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, and required an additional clip for treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve leaflets and the clip was deployed without issue. The mr was reduced to 1+; however, approximately one minute after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4+; therefore, a second clip was implanted to stabilize the initial clip and reduce the mr. The procedure was completed with 2 clips implanted and a final mr grade of 1+. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.